Manufacturer narrative:
The pump was received with a blank display due to corrosion inside of the battery tube. Unable to perform the displacement test due to blank display. The pump was also received with broken belt clip rails. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also reported that the back of insulin pump was broken. The device will be returned for analysis.